Event description:
During ivtm therapy, the icy catheter (lot# 191125) was placed in the right femoral vein smoothly after the first attempt. After 5 hours, during the cooling stage of the treatment, the catheter was noted to be leaking saline. The customer checked the catheter for a leak per IFU. The catheter was replaced to continue therapy. No consequences or impact to patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.